Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery handpiece device had leak tightness test failure, sticky trigger, moving parts did not move smoothly, jammed/seized and deformed/bent housing. It was further determined that the device failed pretest for leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers, check roundness of housing, check fitting of the lid and check for wear on housing. It was noted that there was air leak, shaft caught, upper trigger was caught, housing deformation, cover connection was tight and there was a gap in the connection with the cover. It was noted in the service order that the lid for the battery handpiece device was unable to close smoothly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: lid for battery handpiece device, (B)(6) 2022. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).